Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient removed the sensor on (B)(6) 2020 and saw her physician, as she had swelling and pain at the abdominal insertion site. She was prescribed an unspecified antibiotic. The pain worsened overnight so she went to the emergency room (ER). An abscess had developed, and she was treated at the hospital with antibiotics via intravenous (IV) therapy, saline, and pain medication. At the time of the report, the patient was at home and continuing the antibiotics and pain medication. No additional patient or event information is available.